Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep) regarding an implantable neurostimulator (ins) for the treatment of essential tremor. It was reported that the patient initially had unilateral dbs system for essential tremor (et) and then later a spinal cord stimulator (scs) system planed in (B)(6) 2016. The patient developed et symptoms on the other side of their body and had a dbs system from a different manufacturer implanted on the other side. This system was first turned on in (B)(6) 2018 and after it was turned on, the patient started to have pain in the right side of their head in the area of the other manufacturer system when the scs was turned on at the same time as the other manufacturer device. If both dbs systems were on, there was no pain on the right side of their head but once the scs system was turned on along with both dbs systems, the patient had the right side pain. Initially the patient thought the head pain was due to staples used in the right side of their head but the pain had persisted. When the scs was turned on with both dbs devices on, the patient had a return of tremor in the right arm that was similar to the patient's baseline tremor on that side. This was seen in clinic on the day of the report. The patient was getting benefit from both the dbs and scs system as the patient did have symptoms return when the devices were shut off. Therapy related symptoms resolved once the dbs and scs systems were turned back on. The manufacturer representative tried to adjust the rate of scs on the day of report but it did not make any difference. The scs system was for low back and leg pain and was implanted in the left hip. Scs impedances were tested and showed to be fine on the day of the report. The patient requested to have the other manufacturer dbs system replaced with one from this manufacturer but their health care professional (hcp) declined. The patient had not had their dbs settings changed because they were getting good benefit from it. The patient planned to have their other manufacturer system checked. No further complications were reported. Information regarding the scs device has been omitted as it is contained in pe#: (B)(4) information regarding non-mdt product has been omitted as it is contained in sr#: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The rep reported that the cause was unknown. The rep reported that they would next see the patient in clinic on (B)(4) 2018. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.